Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit(sulu) was fully applied and the interlock was engaged. No damage was noted to the knife blade. The cartridge surface was cracked. Functional testing was performed which included resetting and reloading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use(IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in an open surgery, the device was not able to be loaded, on the first clipping the load does not go out from the stapler. The two halves would not join and lock in place. They opened a new device to complete the case and resolve the issue. The patient was alive with no injury.